Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for a routine follow up in backup vvi. The pulse generator was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Final analysis found normal battery depletion.